Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump gave multiple occlusion alarms and that the cartridge plunger was difficult to move manually. The patient reported no issues with the infusion set tubing or cannula. The patient obtained the elevated blood glucose reading of 312 mg/dl and experienced the symptom of extreme thirst. The patient administered self-treatment by taking a correcting bolus dose of insulin via a syringe injection. Troubleshooting revealed the patient¿s technique was incorrect by not cycling the plunger within the cartridge before use in the pump. The issue was not resolved with troubleshooting. The patient did not suffer an adverse event due to the reported cartridge. The patient¿s symptom and blood glucose level were not indicative of severe injury and she did not seek any medical attention. However, as the cartridge occlusion alarm issue was no resolved this complaint is being reported.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.